Manufacturer narrative:
Device not returned.

Event description:
It was reported that the basal deliveries were being decreased intermittently by the pump despite the basal iq software being turned off. There was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.